Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that while using the robotic-assisted solution satellite station device the anterior chamfer cut was initially under resected by 7mm. The arrays were checked and the arrays and the array clamps were secure and had not moved. The saw handpiece was re-registered and the femur checkpoints read ok. They were able to recut the anterior chamfer with the robot to the correct value so there was no negative impact to the patient. It was reported that the device was being used with a robotic assisted base station device. There were no delays in the procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary : log files for this event were reviewed. The review was able to confirm the reported issue of "anterior chamfer cut was initially under resected by 7mm". The investigation found that the most probable root cause of the reported issue is due to array movement. While the exact cause of the array movement cannot be established, array movement is generally caused by the arrays not being securely attached. Please ensure the array is properly secured during the procedure to avoid array movement. There are no defects found with the system or software. The assignable root cause was determined to be due to the user.